Manufacturer narrative:
Corrected data: b3. Fail date: "(B)(6) 2024" should be removed and "(B)(6) 2025" should be added. B4. Date the report: "02/04/2025" should be removed and "04/16/2025" should be added. Claim# (B)(4).

Manufacturer narrative:
H6-health effect- clinical code: "4581- transient loss of bcva" should be added. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced transient loss of bcva. In a separate surgery the lens was exchanged with the same model/ length, different power and the problem was resolved. The cause of the event was reported as unknown.